Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes / right occlusion') and pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (salping. (Unilateral) on (B)(6) 2016). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, migraine and nausea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea (as written) (cramping), pelvic / abdominal, back, dyspareunia (painful sexual intercourse), chronic, metrorrhagia (as written) (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), perforation ¿ fallopian tubes, migraine, nausea. Iud insertion date was updated as "(B)(6) 2015 " from "(B)(6) 2015". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test (unspecified) showed right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event of "injury" was updated as dysmenorrhea (cramping). New events were added - pelvic / abdominal, back, dyspareunia (painful sexual intercourse), chronic, metrorrhagia (as written) (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), perforation ¿ fallopian tubes, migraine, nausea. Patient date of birth added. Lab data added. Iud insertion date was updated. Reporter causality comment was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes / right occlusion'), pelvic pain ('pelvic pain female / chronic pain'), uterine perforation ('perforated medial to cornu of the uterus') and embedded device ('distal implant was adherent to distal l tube') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included macromastia, presbyopia, lumbar strain, sciatica, blood pressure increased and hair loss. Concomitant products included ibuprofen since 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015 and spironolactone since 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), migraine ("migraine/ migraines / headaches"), nausea ("nausea") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (salping. (Unilateral) on (B)(6) 2016). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, uterine perforation, embedded device, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, migraine, nausea and vaginal hemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (as written) (cramping), pelvic / abdominal, back, dyspareunia (painful sexual intercourse), chronic, metrorrhagia (as written) (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), perforation ¿ fallopian tubes, migraine, nausea. Iud insertion date was updated as "(B)(6) 2015 " from "(B)(6) 2015". The micro-insert was successfully implanted. 4 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: reporters, patient demographics, medical history and concomitant drugs. Added events abnormal bleeding (vaginal), perforated medial to cornu of the uterus, distal implant was adherent to distal l tube. Updated reported term of event menorrhagia, migraine. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.